Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during planned treatment for coronary procedure when the issue happened. The procedure was completed by moving the patient to another room at the time of event. Philips field service engineer (fse) visited the site and confirmed the reported issue. After reviewing the log, it is found tube current and tube problem errors. Upon troubleshooting, tube conditioning succeeded, but adaptation failed. The fse replaced the generator, but the issue persisted. To resolve the problem, the x-ray tube was replaced, and after initial calibration failure, the system was restarted, allowing successful adaptation and return the part for further analysis and the tube failed with a vacuum leak. After replacing the x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the tube had malfunctioned, preventing exposure. No harm was reported to philips. Philips has started an investigation of this complaint.